Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 18 cm (7") pur smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave®, rotating luer was found to be broken during patient use. The following issue was reported by the customer: the stopcock was found broken from the manifold. There was leak on the bed. The tubing was changed. A photo of the device was not provided. There was no patient harm reported.

Manufacturer narrative:
D9 - date returned to mfg: 24sep2025. Investigation summary: received two (2) used 011-am6111 for inspection. Each used sample had a nanoclave missing from the manifold. One (1) of the nanoclaves was not returned. Examination of the bond area under ultraviolet light showed adhesive coverage. The other ports were evaluated for bond integrity per product specifications. Each sample passed. The reported complaint can be confirmed. The probable cause is unknown. A device history review could not be conducted because no lot number(s) was/were identified.